Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. Moderate tortuosity at the time of implant. It was reported that the mra with contrast revealed that the aneurysm has enlarged to 6 cm in diameter and left side distal type I endoleak. The physician implanted bilateral endurant iliac limbs; on the left side was to treat the distal type I endoleak, on right side as prophylactic measure to prevent a type ib endoleak from developing in the future. The left side distal type I endoleak was resolved. Per the investigator, the cause of the distal type I endoleak was related to the device and not related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.